Event description:
Customer reportedly obtained results of hi, lo, and 77 mg/dl within 10 minutes on the aviva system. An additional comparison was reported for the customer with results of 30 mg/dl and 591 mg/dl obtained within 10 minutes on the aviva system. Customer reportedly took 5 units of humalog based on result of 591 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.